Event description:
Healthcare professional reported right side rupture (confirmed with MRI) and capsular contracture baker grade unknown. Device has explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the device. Rupture: not observed openings during analysis. Additional observations: deformation observed. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported right side rupture (confirmed with MRI) and capsular contracture baker grade unknown. Device has explanted and replaced.

Manufacturer narrative:
Previous emdr reported capsular contracture baker grade unknown. Additional information received from physician that reported capsular contracture baker grade ii which is not serious. Hence unreporting capsular contracture.

Event description:
Previous emdr reported capsular contracture baker grade unknown. Additional information received from physician that reported capsular contracture baker grade ii which is not serious. Hence unreporting capsular contracture.